Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that signal loss occurred. On 01/23/2025, it was reported that the patient reported signal loss and then stated she had to be hospitalized due to hyperglycemia. No patient symptoms were reported. The call was then disconnected. Attempts to reach the patient to obtain the remainder of event details were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.